Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a colonoscopy and turned off the ins for the procedure. It was reported that after the procedure, there was a message on the controller about something being ¿terminated¿ when the patient tried to charge the ins. The issue was resolved and the device was working properly afterwards. No symptoms or complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Upon additional review of the source document, it was determined that the patient was the initial reporter. Additional information was received from a manufacturer representative. It was confirmed that the ¿terminated¿ message was not an error message, but instead it was a normal notification. It was noted that the ¿terminated¿ message indicated that the charging had been terminated and that the charging cord was disconnected. There were no patient symptoms or complications reported.